Event description:
Received notice of complaint above product via phone call form facility director of nursing. Reports an event in which the monitor line separated from the venous drip chamber during a patient treatment. The separation occurred approximately 1/2 way through the treatment. The don reports that the health care professional was at the machine when the separation occurred and noted it immediately. The blood loss was reported as 500cc. The patient was stable and did not require and medical intervention. The line is available for evaualtion. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on reported blood loss only.